Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery to "release bowel obstruction and lysis of adhesions"; however, medical records are not available at this time. Adhesions are a known inherent risk of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as possible complications. A valid lot number has not been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient underwent surgery for repair of a right inguinal hernia. A bard/davol perfix plug, reference number 0112770 was implanted to repair the hernia defect. On (B)(6) 2010: the patient underwent an additional surgery to release bowel obstruction and lysis of adhesions. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Event description:
The following was alleged by the patient's attorney: (B)(6)2006: the patient underwent surgery for repair of a right inguinal hernia. A bard/davol perfix plug, reference number (B)(4) was implanted to repair the hernia defect. (B)(6)2010: the patient underwent an additional surgery to release bowel obstruction and lysis of adhesions. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: (B)(6)2006 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿hernia sac was dissected free from the spermatic cord and a perfix plug was used for repair and secured using sutures.¿ (B)(6)2010 - patient was diagnosed with adhesions and bowel obstruction thereby underwent open repair. Per operative notes, ¿adhesion appears to be all over and this was taken down. The distal part of the obstruction was released and proximal to the bowel, appears to be distended, more fibrotic bands and this was repaired by using sutures.¿ (there was no visualization/mention of perfix plug). Attorney alleges that the patient had adhesions, pain, hernia recurrence, mesh migration, bowel obstruction, bowel removal, other organ perforation and emotional injuries. It is also alleged that the hernia mesh came loose and entangled.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery to "release bowel obstruction and lysis of adhesions"; however, medical records are not available at this time. Adhesions are a known inherent risk of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as possible complications. A valid lot number has not been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 8 months post implant of perfix plug, patient was diagnosed with adhesions, bowel obstruction, abdominal distention and fibrosis thereby underwent repair. Updated fields: a2, a4, b4, b5, b7, d4 (corporate lot no, expiry date, UDI no), e3, g1, g3, g6, h2, h6, h10, h11. Corrected field: b3 (date of event). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery to "release bowel obstruction and lysis of adhesions"; however, medical records are not available at this time. Adhesions are a known inherent risk of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as possible complications. A valid lot number has not been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum #1: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event. Addendum #2: this supplemental emdr is submitted to document DHR results. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006: the patient underwent surgery for repair of a right inguinal hernia. A bard/davol perfix plug, reference number 0112770 was implanted to repair the hernia defect. (B)(6) 2010: the patient underwent an additional surgery to release bowel obstruction and lysis of adhesions. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿hernia sac was dissected free from the spermatic cord and a perfix plug was used for repair and secured using sutures.¿ (B)(6) 2010 - patient was diagnosed with adhesions and bowel obstruction thereby underwent open repair. Per operative notes, ¿adhesion appears to be all over and this was taken down. The distal part of the obstruction was released and proximal to the bowel, appears to be distended, more fibrotic bands and this was repaired by using sutures.¿ (there was no visualization/mention of perfix plug). Attorney alleges that the patient had adhesions, pain, hernia recurrence, mesh migration, bowel obstruction, bowel removal, other organ perforation and emotional injuries. It is also alleged that the hernia mesh came loose and entangled.